Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
Subject ID: (B)(6). Clinical adverse event received for abnormal radiographic evaluation ¿ lucencies. Event is not serious and is considered mild. Event is definitely related to both device and procedure. Doi: (B)(6) 2015. Doe: 10/29/2018. (Left knee). Serial x-rays to follow.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: e2, e3.